Manufacturer narrative:
The device was inadvertently reported as not being returned to manufacturer for analysis. The device was returned and analysis was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient programmer is displaying end of life message for ipg. Ipg is inoperable and patient lost therapy on (B)(6) 2018.

Manufacturer narrative:
The date received by manufacturer was inadvertently left off of the previous supplemental report (supplement 1). The date should have been 11dec2018.

Manufacturer narrative:
Updated event description with date of surgery. Added model 3660; scs ipg.

Event description:
It was reported the patient¿s ipg has been without communication for the past 2 months and considered inoperable due to end of service life. The patient lost therapy on (B)(6) 2018. Subsequently, the patient underwent surgical intervention wherein the ipg was replaced on (B)(6) 2018. It was reported that effective therapy was restored postoperatively.